Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s husband on (B)(6) 2018, he went to wake up the patient and stated it was difficult to wake her. He looked at the receiver and it was displaying 95 mg/dl. When the patient came to, he brought the patient to the restroom and called 911. When the emergency medical technician (emt) arrived, they checked the patient¿s bg and it was 42 mg/dl. They provided the patient with a juice box and took a second bg reading. The patient was transported to the hospital and was given food and they gave her shot of what they believe was glucose and her blood glucose levels came back up. The patient¿s spouse stated the patient had additional tests done at the hospital that was not diabetes related and was released at 8:00pm. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.